Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an inappropriate shock due to noise. No changes were made to the system and the device remains implanted. No adverse patient effects were reported.